Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old female patient, the device failed self test. Complainant indicated that the clinician removed the battery and placed it back into the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer report was observed during review of the device history logs. However, the device was put through extensive testing bench handling, power cycling and stress testing without duplicating any malfunction to the device. The front enclosure was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.